Event description:
Complainant alleged that while attempting to convert the heart rhythm of a patient (age & gender unknown) the electrodes appeared to spark. Complainant indicated that there was no evidence of a burn to the patient, and the patient was successfully cardioverted.